Event description:
Tampon passed finally on its own disintegrated [and without string]; tampon piece left [device material issue] . Tampon passed finally on its own [disintegrated and] without string [device breakage]. Finally tampon came out; tampon piece left [undetectable and rotting in vagina]; tampon passed finally on its own [foreign body in reproductive tract]. I got a bacterial infection in my vagina; treated as if positive for most common bacteria; grueling and nasty infection; bv (pain, odor, and discomfort, spotting, abnormal vaginal discharge) [bacterial vulvovaginitis]. [Tampon was defective and caused me] great distress; [pain and] suffering [emotional distress]. The design of this particular tampon is faulty [product design issue]. Tampon was defective [device defective]. Candidal vulvovaginitis [vulvovaginal candidiasis]. Uti (urine, blood: 0.2 mg/dl) [urinary tract infection]. Her last menses was very bad; it was heavy [and painful and she felt very hormonal] [heavy menstrual bleeding]. Her last menses was very bad; it was [heavy and] painful [and she felt very hormonal] [dysmenorrhoea]. Her last menses was very bad; it was [heavy and painful and] she felt very hormonal [hormone level abnormal]. Case narrative: on (B)(6) 2021, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 20-jan-2022, additional information was received from the FDA and from a consumer, and based on the information provided, the case was assessed as reportable. On 03-feb-2022 and 09-feb-2022, additional information was received in the form of medical records. Medical history included allergy with rash to unspecified sulfa drugs; unspecified eye surgery during childhood; depression; insomnia; obstructive sleep apnea with use of CPAP (continuous positive airway pressure); pcos (polycystic ovary syndrome) and fertility issues; g1p1 (gravida 1, para 1); cesarean section, low transverse (2003); heart ablation (2018); kidney stones; rare night sweats; dexa (dual-energy x-ray) scan with results of "a 65"; and colonoscopy, yearly mammogram, and hormonal testing (results not reported). Additional medical history included getting sick with flu-like symptoms starting in (B)(6) 2020 for 10 weeks for which she never tested positive for covid-19 but started experiencing fevers with body temperatures rising in the afternoons to the high 90s to low 100s (presumed degrees fahrenheit). Subsequently, she was worked up for fever of unknown origin "over the last 2 years" (relative to (B)(6) 2021). She felt incredibly fatigued and was so exhausted she could not work, and she wondered if menopause caused the fatigue. Concomitant products included: ciprofloxacin 0.3% ophthalmic solution at 2 drops, ophthalmically, into left eye 4x/day; clonazepam 0.5 mg tablet at 0.5 mg, orally, 1x/day at 10 pm; and fluoxetine 20 mg capsule at 20 mg, orally, 1x/day. On an unspecified date in (B)(6) 2021, the consumer started use of playtex sport plastic, unscented. From (B)(6) 2021 to (B)(6) 2021 (also reported as menses starting (B)(6) 2021 in medical records), during use of the product for "normal menses," the consumer's menses was very bad, further clarified as being heavy, painful, and she felt very hormonal. On (B)(6) 2021, the consumer experienced a bacterial infection in her vagina and noticed pain, odor, and discomfort, and spotting, along with some abnormal vaginal discharge, which worsened and turned to malodorous vaginal discharge. On an unspecified date(s) in (B)(6) 2021 (product purchase date (B)(6) 2021), the consumer used unspecified pads, summer's eve cleanser, and unspecified suppositories. On (B)(6) 2021, the consumer was seen at an emergency department, where a pelvic exam was performed and was positive for vaginal discharge. A pregnancy test, chlamydia/gc (chlamydia and neisseria gonorrhoeae) test, and vaginitis panel testing for trichomonas vaginalis, gardnerella vaginalis, and candida sp (species) were all negative. Urinalysis was performed with the following relevant results; leukocyte esterase: negative, nitrite: negative, blood: 0.2 mg/dl, mucous: present. Emergency discharge diagnoses included candidal vulvovaginitis, bv (bacterial vaginitis), and uti (urinary tract infection) with instructions to see "gyn" (gynecology). The provider "found nothing, but prescribed antibiotic," further specified as empiric treatment for bv/yeast. On an unspecified date, the patient was prescribed flagyl (metronidazole), which "didn't work." The consumer continued to experience a large amount of discharge (also reported as "prolonged and severe vaginal discharge"). Subsequently, on (B)(6) 2021, she saw her doctor, who also found nothing from pelvic exam. She was prescribed a different antibiotic, further clarified as azithromycin, and her primary care sent a "swab to the lab" (results were pending). She was treated "as if positive for most common bacteria" and was instructed to go to "gyn" if her test came back negative. Her "symptoms" (not further clarified) continued getting worse. She had never had such an infection in her life. It was a grueling and nasty infection. On (B)(6) 2021, "the tampon came out," later clarified as a tampon piece was left undetectable and rotting in her vagina, and finally passed on its own disintegrated and without string during a bowel movement. It was also reported in medical records that the tampon was retained for approximately 2 months. This caused her great distress, as well as pain and suffering. On (B)(6) 2021, the consumer had an exam and follow-up appointment with obgyn (obstetrics-gynecology) as directed by the ER and her primary care provider. The "order" (presumed odor) was resolving. A pap ig (papanicolaou test, image guided) and hpv-hr (human papilloma virus), bacterial vaginosis/vaginitis panel, and genital culture for vaginal discharge were performed (results not reported). Yellow vaginal discharge in the vaginal apex was noted. On an unspecified date in 2021 (reported as "continued for many weeks," relative to (B)(6) 2021), the pain, odor, and discomfort resolved. As of (B)(6) 2022, the status of product use was not reported. The outcomes of bacterial infection, vaginal discharge, spotting, uti, candida vulvovaginitis, distress, and pain and suffering were not reported. The consumer felt that the "different style, more puffy tampon" caused the bacterial infection in her vagina, as other tampons she had used did not flare/open and were tight plugs. She felt the design of the particular tampon was faulty and the tampon was defective. No additional information was provided.

Manufacturer narrative:
A 24-month trend analysis was conducted and no patterns or trends in consumer data were identified. Device history record review was conducted for lot 21201ca. There were no nonconformances or issues present for the lot that would have contributed to the infection reported by the consumer. The investigation revealed no issues requiring corrective action with the product manufactured.

Manufacturer narrative:
A 24-month trend analysis was conducted and no patterns or trends in consumer data were identified. Device history record review was conducted for lot 21201ca. There were no nonconformances or issues present for the lot that would have contributed to the infection reported by the consumer. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On 22-oct-2021, a spontaneous report was received from a consumer regarding a 52-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 20-jan-2022, additional information was received from the FDA and from a consumer, and based on the information provided, the case was assessed as reportable. On 03-feb-2022 and 09-feb-2022, additional information was received in the form of medical records. Medical history included allergy with rash to unspecified sulfa drugs; unspecified eye surgery during childhood; depression; insomnia; obstructive sleep apnea with use of CPAP (continuous positive airway pressure); pcos (polycystic ovary syndrome) and fertility issues; g1p1 (gravida 1, para 1); cesarean section, low transverse (2003); heart ablation (2018); kidney stones; rare night sweats; dexa (dual-energy x-ray) scan with results of "a 65"; and colonoscopy, yearly mammogram, and hormonal testing (results not reported). Additional medical history included getting sick with flu-like symptoms starting in (B)(6) 2020 for 10 weeks for which she never tested positive for covid-19 but started experiencing fevers with body temperatures rising in the afternoons to the high 90s to low 100s (presumed degrees fahrenheit). Subsequently, she was worked up for fever of unknown origin "over the last 2 years" (relative to (B)(6) 2021). She felt incredibly fatigued and was so exhausted she could not work, and she wondered if menopause caused the fatigue. Concomitant products included: ciprofloxacin 0.3% ophthalmic solution at 2 drops, ophthalmically, into left eye 4x/day; clonazepam 0.5 mg tablet at 0.5 mg, orally, 1x/day at 10 pm; and fluoxetine 20 mg capsule at 20 mg, orally, 1x/day. On an unspecified date in (B)(6) 2021, the consumer started use of playtex sport plastic, unscented. From (B)(6) 2021 to (B)(6) 2021 (also reported as menses starting (B)(6) 2021 in medical records), during use of the product for "normal menses," the consumer's menses was very bad, further clarified as being heavy, painful, and she felt very hormonal. On (B)(6) 2021, the consumer experienced a bacterial infection in her vagina and noticed pain, odor, and discomfort, and spotting, along with some abnormal vaginal discharge, which worsened and turned to malodorous vaginal discharge. On an unspecified date(s) in (B)(6) 2021 (product purchase date (B)(6) 2021), the consumer used unspecified pads, summer's eve cleanser, and unspecified suppositories. On (B)(6) 2021, the consumer was seen at an emergency department, where a pelvic exam was performed and was positive for vaginal discharge. A pregnancy test, chlamydia/gc (chlamydia and neisseria gonorrhoeae) test, and vaginitis panel testing for trichomonas vaginalis, gardnerella vaginalis, and candida sp (species) were all negative. Urinalysis was performed with the following relevant results; leukocyte esterase: negative, nitrite: negative, blood: 0.2 mg/dl, mucous: present. Emergency discharge diagnoses included candidal vulvovaginitis, bv (bacterial vaginitis), and uti (urinary tract infection) with instructions to see "gyn" (gynecology). The provider "found nothing, but prescribed antibiotic," further specified as empiric treatment for bv/yeast. On an unspecified date, the patient was prescribed flagyl (metronidazole), which "didn't work." The consumer continued to experience a large amount of discharge (also reported as "prolonged and severe vaginal discharge"). Subsequently, on (B)(6) 2021, she saw her doctor, who also found nothing from pelvic exam. She was prescribed a different antibiotic, further clarified as azithromycin, and her primary care sent a "swab to the lab" (results were pending). She was treated "as if positive for most common bacteria" and was instructed to go to "gyn" if her test came back negative. Her "symptoms" (not further clarified) continued getting worse. She had never had such an infection in her life. It was a grueling and nasty infection. On (B)(6) 2021, "the tampon came out," later clarified as a tampon piece was left undetectable and rotting in her vagina, and finally passed on its own disintegrated and without string during a bowel movement. It was also reported in medical records that the tampon was retained for approximately 2 months. This caused her great distress, as well as pain and suffering. On (B)(6) 2021, the consumer had an exam and follow-up appointment with obgyn (obstetrics-gynecology) as directed by the ER and her primary care provider. The "order" (presumed odor) was resolving. A pap ig (papanicolaou test, image guided) and hpv-hr (human papilloma virus), bacterial vaginosis/vaginitis panel, and genital culture for vaginal discharge were performed (results not reported). Yellow vaginal discharge in the vaginal apex was noted. On an unspecified date in 2021 (reported as "continued for many weeks," relative to (B)(6) 2021), the pain, odor, and discomfort resolved. As of (B)(6) 2022, the status of product use was not reported. The outcomes of bacterial infection, vaginal discharge, spotting, uti, candida vulvovaginitis, distress, and pain and suffering were not reported. The consumer felt that the "different style, more puffy tampon" caused the bacterial infection in her vagina, as other tampons she had used did not flare/open and were tight plugs. She felt the design of the particular tampon was faulty and the tampon was defective. No additional information was provided.